Event description:
The forceps had activated even when the doctor did not activate the forceps.

Manufacturer narrative:
Conmed was in receipt of one reusable cable. However, the number of usages and the lot number are unknown. Conmed's investigator observed that the insulation was pulled back and the internal wires were exposed. The returned sample was subjected to an electrosurgical unit (esu) interface test which simulates actual use. The returned sample had passed and the reported malfunction could not be reproduced.

Manufacturer narrative:
The suspect device has not been received yet. A message was sent to conmed's distributor to inquire about the number of usages and sterilization process used on the suspect device. However, the distributor was unable to obtain that information. A follow-up report will be sent within the next thirty calendar days to disclose the evaluation results once the product has been returned.